Manufacturer narrative:
Therapy dates ¿ this was reported to have occurred during the four weeks prior to the date the event was reported to baxter. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through "several" one-link needle-free IV connectors. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.